Event description:
Equipment charged for 24 hrs 40 mins. Ran on battery power for only 2 hrs 26 mins, below the MFR's specifications of 3 hrs. However, when thebattery was changed in excess of 100 hrs, equipment ran for 3 hrs 34 mins. MFR's documentation states that a 24-hr charge brings the battery to full capacity, thus failures are: 1) 24 hr charge does not charge battery to full capacity. 2) battery charged for 24 hrs does not meet minimum operating time for battery operations. (*)